Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl at the time of the event. The device was originally reported for leaking during wear, allegedly not delivering insulin properly, and causing the patient to bleed from the infusion site. The pod was worn between 5 and 24 hours on their arm. An investigation of the device confirmed that there was a tear in the cannula. Information on treatment was not provided.

Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear during a leak test. It could not be determined when and how the tear occurred or if it contributed to the pod failing to deliver insulin or leaking during wear. The downloaded data does not show any timeouts or drive stalls that would indicate a failure of the pod to deliver insulin. No other damages or defects were found with the device and the cause of the not sure delivering insulin and leaking during wear could not be conclusively determined. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.